Event description:
Customer reportedly obtained results of 73mg/dl and 140mg/dl within 10 minutes on the same device. Customer also reportedly obtained results of 49mg/dl and 129mg/dl within 10 minutes on the same device. No action was taken based on device results provided. No adverse event reported. Requested return of suspect device and replacement was sent.